Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine generator change out. Upon interrogation, the right ventricular lead exhibited high capture threshold. During procedure, the lead was capped and replaced. The patient was in stable condition post operation and would continue to be monitored.